Manufacturer narrative:
Date of report: 31oct2018. Date of manufacturer: 24oct2018. The customer returned the touchscreen to philips for evaluation. A visual inspection revealed a dent on the screen. The touchscreen was able to calibrate properly and passed the diagnostic test.

Manufacturer narrative:
(B)(6) 2018. (B)(4) field service engineer confirmed the alleged issue. The touchscreen was replaced to address the event. The unit was returned to service.

Event description:
The customer reported that the touchscreen was unresponsive. There was no patient involvement. The event date was not specified, estimate used.